Event description:
During an itrack advance procedure, the catheter seemed to have gotten "stuck" while trying to retract the catheter following intubation. The surgeon gave a slight tug on the actuator to get the catheter moving again, and the catheter broke. The surgeon was able to retrieve broken piece of catheter from eye. No injury or other consequences to the patient. Patient outcome reportedly positive.